Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the df-4 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis of the provided trend data, recorded between (B)(6) 2019 and (B)(6) 2020 showed the rv pacing impedance initially 380 ohms with intermittent abrupt drops below 200 ohms since april 2020. The analysis of the provided iegm episodes revealed noise on the atrial, far-field and rv channel. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead pacing lead alert (below 200 ohms) was received via hm. This was only a single event. After this, it was normal. Device check was done at another hospital. There was no abnormality noted, but there was noise when pacing was done. Therefore the patient was referred to the okayama university hospital. The lead was attempted to be explanted, but only the proximal section (about 15cm) was removed, and the distal section remains in the patient.